Event description:
Healthcare professional reported issue regarding the tubing in our lap-band system. It is reported that there has been a fractured band tubing, six inches from the band, due to it becoming brittle on a lap-band system.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number, model number or full implant date. The device has not yet been received by allergan. Based upon the approximate implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the model number, serial number, the event date, full implant date, explant date, diagnostic testing, pt data or further event details. The reporter was not the implant surgeon and allergan has not confirmed if he has this data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."